Event description:
In 2009, patient requested assistance in priming of the infusion set. She reported, she had been changing the cartridge. She stated that there was an air bubble in the insulin cartridge and the cartridge was already in the infusion device at the time she called. Patient reported, she had not disconnected the infusion set tubing from the headset, but she had primed approximately 15 units before she stated the tubing was still connected. Advised her to stop the prime and disconnect the tubing. Advised patient never to prime the infusion set while it is connected to the body. Advised patient to closely monitor her blood glucose due to the uncontrolled delivery of insulin. She stated that "I'm fine if I took that much insulin. My blood sugars were high anyway." Patient reported her blood glucose was 357 mg/dl. She stated that her blood glucose had been elevated because the infusion set had come off her body and she had not noticed it. She stated, "I ate regular assuming that insulin was going in." She stated that her husband had attached the headset with surgical tape. Discussed the sandwich method. Patient stated, she had disconnected the infusion tubing from the cartridge rather than disconnecting it from the headset. Advised patient to always disconnect tubing from headset first. Had patient remove the cartridge from the infusion device and push the air bubble out using the plunger rod. She stated, she raised the piston rod for the partially full cartridge. Patient reported she then primed the infusion set. She stated that she needed her husband to help her reattach the headset to the tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.